Event description:
It was reported that the patient was experiencing a burning sensation while charging the ipg. Database analysis revealed that ipg temperature was within acceptable range during the charging process, however, the charger-ipg alignment appeared to be sub-optimal at times, leading to poor charging efficiency and longer charging sessions. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.